Manufacturer narrative:
Evaluation results: the reported condition of not pumping was not duplicated or confirmed. The device performed according to specification. Similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.

Event description:
The device is not pumping. There have been no incident reports filed since the last baxter service event. No add'l info.